Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient (pt) was on impella 5.5 for heart recovery. During support it was noted of neuro deficit on pt assessment. Observed decreased movement on patient's entire right side of body. A computed tomography (CT) scan of the head was conducted and revealed focal hypodensity in the left side of the brain. Neurologist was consulted and decided that area affected was minimal and did not require neuro intervention. In addition, it was noted that CT head was in progress due to new neuro deficit. Patient returned to operating room for intercostal bleed that needed repair, massive transfusions necessary. They noted that cerebrovascular accident on CT was stable on serial imaging. However, not moving right side, left side moving, left eye opening. The 5.5 was successfully weaned and explanted.

Manufacturer narrative:
B5 and h6 updated.

Event description:
The complainant reported additional information upon request: "the pump was weaned and explanted. The team did not provide any further clinical information beyond device explant. The pump was discarded by the team and is not available for return."

Manufacturer narrative:
The investigation for the reported major bleed and stroke has been completed. The device nor sufficient clinical details were returned for evaluation. Therefore, the root cause of the major bleed and stroke could not be determined.